Event description:
It was reported that the impactor broke at the hospital.

Manufacturer narrative:
Product complaint # (B)(4). For the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received. A. Please verify if the instrument was used during surgery? If yes, was there a surgical delay? What was the duration of the delay? -noticed prior op, no surgical delay. B. Did it break into two or more pieces? -x2. C. Which part of the instrument broke? -middle part of the impactor. D. Can you provide the lot number of the reported product? -item has been disposed of.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : "the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.